Event description:
The manufacturer received info alleging a ventilator's fan stopped running. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator delivered pressures that were lower than specification. The device's blower motor was replaced to address the issue.